Event description:
It was reported the screen does not stay in place, the keyboard hinge is broken, and the usb port is difficult to use, due to apparent poor contact, because there is difficulty inserting some usb connectors into the port. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the screen would not stay in place, the keyboard hinge was broken and the usb (universal serial bus) port was difficult to use. It was further noted that the electrocardiogram (ECG) connector was loose and the keyboard cover was missing.